Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. The delay observed was approximately 3 seconds long. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
It was reported that a spectrum pump had a delayed keypad. Any patient injury or involvement is unknown.